Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from (B)(6), stating that the device had hose damage. It is unk if the device was being used during surgery. The occurrence date is unk. It is unk if injury or medical intervention occurred. There was no additional info provided.